Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 1+ of diffuse lamellar keratitis (dlk) with infection/inflammation symptoms at 1 day post-operative exam in both eyes (ou). Oral steroids (medrol taper pack) and topical steroid dosage was increased to treat the symptoms. The patient had no complaint or comments. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -4.50 x -.75 x 144; left eye pre-op 20/20 -4.75 x -1.25 x 59.